Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Sam350p unit will not power on with known working pad pak ; units has red status indicator and is beeping indicating a fault has been detected.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2016. The device was returned for will not switch on and red status indicator flashing. This was due to the returned pad-pak being depleted beyond any use. This was attributed to the returned device exhibiting symptoms including an excess current drain and multiple manual power ons, mainly of ten-minute duration recorded in the history log between the (B)(6) 2017 and the (B)(6) 2017. The device was observed switching on automatically during the course of the investigation. The faults were traced back to corrosion on multiple tracks of the membrane tail, including track 13 (on button). Furthermore, this corrosion had resulted in an 18v short circuit onto track 14 of the membrane tail. This had resulted in an 18v overvoltage and damage to the microprocessor u25. This had resulted in the device entering CPR advisor mode, and most of the instructional leds remaining illuminated. The faults could not be replicated when the corrosion was cleared. This would confirm a fault with the original membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail, along with corrosion observed on the usb contact collars and the screws on the exterior of the device, would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No patient involved. Sam350p unit will not power on with known working pad pak; units has red status indicator and is beeping indicating a fault has been detected.